Manufacturer narrative:
MDR decision date: (B)(6) 2012. (B)(6) - no RMA has been initiated for this issue. Model trhd22fr, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) whose weight is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumers spouse called stating that the brakes on the trhd22fr heavy duty transport chair have allegedly failed causing the consumer to fall out of the chair. No injury is alleged.

Event description:
Customer alleged the brakes have "gone out" twice & her husband has fallen from the chair. No injury alleged.